Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and since the issue did not recur, they were advised to continue using the pump and to call back if the malfunction code reappeared.